Event description:
During an incident in 2003 involving a patient found by nursing home nurses in cardiac arrest, this defibrillator analyzed 3 times as "no shock indicated" and after analyzing the third time, the saed blanked out, possibly due to battery failure. At this time, another unit arrived and assumed patient care. Upon attempting to replace the battery, it was found that the catch that secures the battery in the unit was defective and would not allow the new battery to stay in the unit. Patient outcome is not stated.